Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level 272 mg/dl. The customer reported that they experienced dizziness due blood glucose level. The customer reported that the drive support cap appeared normal. The insulin pump passed the displacement test. The insulin pump had blank display after performing high pressure test. The insulin pump will be returned for analysis.